Event description:
It was stated that the customer was taken to the emergency room for high blood glucose and vomiting. The blood glucose reading was 268 mg/dl. Troubleshooting revealed that insulin leaked from the reservoir into the reservoir compartment, causing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.